Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that on (B)(6) 2020 a patient had high blood glucose levels of over 600 mg/dl while wearing the pod on their arm. Patient was told to go to the emergency room, where they were admitted. Patient was treated with intravenous therapy with an insulin drip.